Event description:
It was reported that a non-dehp continu-flo solution set had a knot between two "lower section 4" (access luer activated valves). This was observed before priming of the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: this lot was manufactured between 03/13/2025 - 03/14/2025. H11: the device was received for evaluation. Visual inspection was performed and a knot was observed in the tubing. Pressure and clear passage testing was performed and no flow was observed due to the knot. The reported condition was verified. The cause was due to the manual assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.